Manufacturer narrative:
The customer¿s report of a separation between the drip chamber and a tubing was confirmed. Visual inspection observed that the set was received in two parts with the tubing separated from the drip chamber spigot. Closer inspection noted solvent present on the tubing; however, it appeared that more solvent was present on one side of the tubing. The root cause of the separation between the drip chamber and a tubing is insufficient solvent application and the there being a gap on the engagement.

Manufacturer narrative:
The product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is complete.

Event description:
The report suggests that during a cefepime infusion a leak was identified from a separation between the drip chamber and a tubing. From the reported information there are no indications of serious injury to the patient or user as a result of this incident